Event description:
It was reported that prior to a ptca procedure, the physician experienced inflation difficulties. The shaft of the catheter kinked and subsequently broke. No pt injuries or complications occurred.